Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date while inspecting the instruments after going through the decontamination process, there were two (2) instruments that were damaged. The threaded rod for large f-tool was bent at the threads and it appears to be cracked and the tip of the inter-lock screwdriver was stripped and unable to hold an unknown screw. There was no patient involvement. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) inter-lock screwdriver t25/3.5 mm hex/224 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number: 03.010.473; lot number: 3l38647; manufacturing site: hägendorf; release to warehouse date: may 16, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inter lock screwdriver t25/3.5 mm hex/224 mm (p/n: 03.010.473, lot #: 3l38647) was returned and received at us customer quality (cq). Upon visual inspection, the distal tip of the device was deformed and bent. No other issues were identified with the returned device. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Service and repair evaluation: it was reported that on an unknown date while inspecting the instruments after going through the decontamination process, there were two (2) instruments that were damaged. The threaded rod for large f-tool was bent at the threads and it appears to be cracked and the tip of the inter-lock screwdriver was stripped and unable to hold an unknown screw-on it. The repair technician reported the tip of the device is twisted and bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed: sd 25/3.5 mm hex screwdriver, inter-lock. Complaint confirmed? Yes, the device received was bent. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the inter lock screwdriver t25/3.5 mm hex/224 mm (p/n: 03.010.473, lot #: 3l38647). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.